Manufacturer narrative:
Other, other text: investigation completed on a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 . The complaint of leaking was validated in testing. This was isolated to leaking from the water tank cover. Physical condition of the device revealed damaged water tank cover, drain fitting, enclosure, front cover, line cord, and pole clamp. Action was taken to replace the water tank cover. Repair summary: pm performed. Replaced water tank cover due to leaks. Replaced enclosure, front cover, drain fitting, line cord, pole clamp, reflux plug, and switch label due to visual damage. Replaced interlock block due to stripped screw holes. Replaced pcb, power switch and switch retainer under CAPA# 2012-05-002.

Event description:
Investigation completed and summary in h 10.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 leaks water. No patient adverse events reported.